Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could be confirmed. The stent was found to be loaded in the system. A force transmitting component in the grip section was found to be broken leading to the reported failure to deploy the stent by using the thumbslider. The condition of the device indicates that increased friction in the catheter section caused the increased release force, the breakage of the force transmitting grip component and the subsequent deployment failure. Furthermore, a guide wire was found stuck in the system which may be a consequence of the handling and subsequent deformation after the reported event. The reported detachment of the shipping lock could not be confirmed since the shipping lock was not returned and the system was found to have been activated. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or a challenging stent placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. In this case, the tracking path was tortuous and calcified and the lesion had been pre-dilated. Insufficient system flushing also may be a contributing factor to friction increase. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "verify that the shipping lock is still secure in the delivery system handle. Examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." The IFU also indicates that the device must be flushed with sterile saline. Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that the safety clip was found to be detached when the packaging was opened. After advancement of the delivery system through the left brachial artery to the lesion site for treatment of a 90 % stenosis, the vascular stent could not be deployed. Another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the safety clip was found to be detached when the packaging was opened. After advancement of the delivery system through the left brachial artery to the lesion site for treatment of a 90 % stenosis, the vascular stent could not be deployed. Another device was used to complete the procedure successfully. There was no reported patient injury.